Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the left internal iliac artery using a pod coil, pod packing coils, a non-penumbra microcatheter, and a guiding catheter. It was noted that the patient¿s anatomy was mildly tortuous and mildly calcified. During the procedure, the physician successfully placed one pod coil and three packing coils into the target vessel using the microcatheter. While advancing an additional packing coil through the introducer sheath and into the proximal portion of the microcatheter, resistance was encountered. When attempting to retract the packing coil, it was determined that the coil had unintentionally detached within the microcatheter. The microcatheter containing the detached packing coil was subsequently removed from the patient. Follow-up angiography performed through the guiding catheter demonstrated that embolization had been achieved to some extent; therefore, the procedure was concluded at that time. There were no reported adverse effects to the patient.